Manufacturer narrative:
D4: the part number / model number and lot number information for product was unfortunately unknown. The advanced woundcare performance and safety surveys only stated that duoderm cgf dressing was used. However, it is unclear what duoderm cgf dressing was actually received. Therefore, the nearest model number has been captured as 187660. E1: event country: italy. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The distributor reported that as per advanced wound care performance and safety surveys, the ability to absorb exudate was poor for the company¿s dressing. No photo is available at this time.